Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a battery failure during an in-service appointment. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported console (aic) red alarm has been completed. The console was returned and the battery failure issue was able to be reproduced. The data logs were reviewed and the reported battery failure issue was confirmed. There were multiple instances of battery failure alarms (transport connection blown/missing) (event set #360), battery level low (50%) (event set #23), and an instance of battery failure alarm (low voltage) [v < 12v] (event set #350), found on the reported occurrence date. Results of running batttest on telnet revealed that vcell1 in battery 2 had a voltage that was significantly less than the rest of the cells in the battery (see attached for batttest results). The reported battery failure issue was determined to be caused by internal battery cell imbalance (found in vcell1 of battery 2). D4-corrected model number